Event description:
On (B)(6) 2013, the patient ¿s mother contacted animas and alleged the following: patient woke up this a.m. With a blood glucose (bg) of 204 mg/dl and states he corrected through the pump at that time. Patient came home from school today at 592 mg/dl with moderate ketones and mother gave him an injection to bring down bg. Patient took repeat bg reading and was 482 mg/dl. Mother also states that the pump is not keeping the history. Bolus history shows last bolus (B)(6) 2013, at 10:28 am. Patient has been bolusing through pump yesterday and today without showing in history. Mother states that she thinks son sometimes states he boluses when he doesn¿t, but she knows he has used the pump to bolus since yesterday morning at 10:28. Mother feels unsure whether the pump is delivering insulin because she states the pump said no delivery earlier but unable to find no delivery alarm in history. Customer support (cs) advised patient to use alternate form of insulin delivery method until replacement arrives. Patient verbalized understanding and has discontinued pump. This complaint is being reported as the bolus history issue is not resolved and a patient on pump therapy experienced hyperglycemia .

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/25/2014 with the following findings: no defect was found. There are no boluses in bolus history, total daily dose history or black box on (B)(6) 2013. Daily insulin delivery totals correctly reflected the user's programmed basal rates.. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. Pump passed flow accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.